Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device allergy ("there were many women to who essure had caused allergy") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced device allergy (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (fallopian tubes and even uterus had to be removed in order to extract essure). Essure was withdrawn. At the time of the report, the device allergy outcome was unknown. The reporter considered device allergy to be related to essure. The reporter commented: as essure gets "enclosed and adhered" in order to extract it the fallopian tubes and even the uterus had to be removed. Company causality comment: this non-medically confirmed case report refers to an unspecified number of female consumers. Reporter stated that there were many women to who essure had caused allergy. Fallopian tubes and even uterus had to be removed in order to extract essure. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, limited information was provided. The exact temporal relationship between essure insertion and the event was not specified. Event outcome after device removal was not mentioned. Despite the limited information for a comprehensive causality assessment, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of device allergy ("there were many women to who essure had caused allergy") in an unspecified number of female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes and even uterus had to be removed in order to extract essure). Essure was removed. At the time of the report, the device allergy outcome was unknown. The reporter considered device allergy to be related to essure. The reporter commented: as essure gets "enclosed and adhered" in order to extract it the fallopian tubes and even the uterus had to be removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device allergy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-apr-2017: quality safety evaluation of ptc. Company causality comment this non-medically confirmed case report refers to an unspecified number of female consumers. Reporter stated that there were many women to who essure had caused allergy. Fallopian tubes and even uterus had to be removed in order to extract essure. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, limited information was provided. The exact temporal relationship between essure insertion and the event was not specified. Event outcome after device removal was not mentioned. Despite the limited information for a comprehensive causality assessment, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible.